Event description:
It was reported that because of dislocation of her constrained liner, the hip implants were revised and replaced with a bipolar construct.

Manufacturer narrative:
Implant not returned for this investigation. Information received from the surgeon indicates that the implant did not fail. The revision surgery was performed to implant a bipolar type design to prevent recurrent dislocation.